Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level went up to 400 mg/dl and in 500 mg/dl. Customer was using auto mode of insulin pump. Customer stated that they noticed his insulin pump was giving him less then little amounts of insulin. Customer was treated with bolus and blood glucose level went to 260 mg/dl. Customer stated that the insulin pump was working fine. The device will not be returned for analysis.